Manufacturer narrative:
Analysis found that the handpiece was received in good cosmetic condition. The nose bearings were corroded. The customer's complaint of overheating had been confirmed. Pre-repair temperature check performed at 80k rpm after 1 minute the nose temperature was 192f, middle temperature was 85f and the rear temperature was 80f. There was cleaning bristle inside the cooling channel as well. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during the procedure. There was no patient involvement.